Event description:
The pump was returned to animas for a damaged keypad. Evaluation found an intact keypad but contamination was found under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012, with the following findings: the keypad was found to be intact with no peeling or other damage observed. The keypad buttons were found to be responding normally to presses. The keypad was removed and contamination was found under the contrast and up button contacts. Unrelated to the issue, the bolus button was found to be missing and was unresponsive to presses; evaluation found that the button slug was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).